Manufacturer narrative:
The device was discarded by the facility. Pt injury was discovered 3 days after surgery. There is no aligned product deficiency. A review of the device build records does ot indicate any discrepancies in the manufacture of the lot.

Event description:
It was reported that the surgeon completed the procedure with no problems on (B)(6). Pt came back to the ER on (B)(6) with extreme pain, nothing was found, came back again on (B)(6) for same problem, at that time small holes were detected in the intestines and major surgery was needed to the repair the holes, not known how this was caused. Forceps were discarded by the facility the day of the surgical surgery, they had the generator inspected and there was nothing wrong with the unit. It was also indicated that they used the generator after the original surgery and there was nothing wrong with the unit.